Event description:
It has been reported to philips that the system would not start successfully. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use at the time of the event. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse found that host pc sometimes did not turn on when the system was turned on and the system was turned on by pressing the front button of the pc. Fse indicated that the backup battery being discharged was the cause of this issue and replaced the host pc to resolve the issue of flat backup battery. Also hard disk drive(hdd) was replaced ,software was reinstalled and all necessary configurations were done. Failure analysis report of the returned host pc indicated that there was no failure. After replacement of host pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.